Event description:
It was reported that they were doing a smart toe on the patient and surgeon was using small flat smart toes on right foot. When surgeon pulled out the smart toe, it was bent and angled wrong. They went and got another smart toe and finished the case. As case went on the smart toe flattened out in room temp.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.